Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The graftmaster device is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was to treat a perforation in the mid left anterior descending artery, which had chronic total occlusion. A perforation occurred after post-dilatation of an implanted 3.0 x 38 mm xience alpine stent. Additionally, the perforation did not seal with prolonged balloon tamponade. Therefore, an attempt was made to advance a 3.5 x 19 mm graftmaster covered stent to the lesion; however, the stent failed to cross. Therefore, a 2.8 x 19 mm graftmaster covered stent was implanted to successfully seal the perforation. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of perforation is listed in the xience alpine, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The graftmaster device referenced is being filed under a separate medwatch report.